Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the implant from 2021 slipped and they got a new one. Patient mentioned they got a new one in 2023 but they had so much scarring. Patient mentioned they kept getting food poisoning and the leads would dislodge. Patient mentioned they then got 'paddle stimulations' on that was put in a completely different place on (B)(6) 2024 and the surgery was really hard. Patient mentioned that's when they got new equipment.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead. Brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reports they received a letter in the mail. The letter wanted to know why the surgery was hard. Patient stated the surgery recovery was hard due to the pain. Patient stated the surgery itself was not, but because they had paddles implanted, they were in pain. Patient stated the issue was not due to the manufacturer, but rather the nurses were not giving them adequate medication. The next questions asked if the doctor had returned the device. Agent asked, patient stated they were not sure what was done with the implant components. The letter also asked what weight the patient was at the time. Patient stated between 130-150 lbs. Patient stated the issue was resolved once they recovered from surgery, but the implant always feels kind of weird, but that is to be expected. Patient stated they were put in the hospital post implant surgery, and they were supposed to have a shot and 1 oxycodone every hour, but the nurse only gave one or the other every two hours, so patient had pain. Agent documented information.